Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product was not returned to the manufacturer. No visual examination could be performed. Information was collected with annual mobi-c survey. Lonely information provided in the form : "device malfunction". Attempts have been made and no further information has been provided. Reference & lot number were not provided, the review of the device history records & traceability cannot be performed. The issue is not clear enough to perform the recurrence on the type of event for this implant. From lonely information initially provided, the cause for the event cannot be determined. The investigation found no evidence to indicate a device issue. The cause for the device issue is unknown. Requests for additional information did not receive a response. The investigation found no evidence to indicate a device issue. Root cause is unknown.

Manufacturer narrative:
Not returned to manufacturer.

Event description:
Mobi-c p&f us : malfunction. Additional information was requested (4 times by email). Still waiting for an answer.